Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the electrode on one the sensor was missing and the needle on another sensor was not straight. Customer's blood glucose level was unknown. Sensor did not stick to the body. The device will not be returned for analysis.